Event description:
It was reported that during a lap ap procedure, the jaws jammed on the vessel being ligated. The device was removed and a new clip applier was opened and used. The procedure was finished with no problems to the pt.